Event description:
It was reported that a pt had her pump replaced due to an estimated replacement indicator (eri) that alarmed (B)(6) 2011. Per the reporter, the pt's outcome was "good". The medication administered via the pump was lioresal at a concentration of 2000 mcg/ml at a daily dose of 12.9 mcg/day.

Manufacturer narrative:
(B)(4). Final device analysis was completed and revealed synchromed ii battery resistance high.